Manufacturer narrative:
A4. The patient's weight has been obtained/provided.

Event description:
Additional information gathered via follow-up revealed the patient's ipg was explanted and replaced to provide resolution.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated. The patient's weight is unknown.

Event description:
It was reported the patient's ipg has become inoperable due to the patient going an extended period of time without recharging their ipg. As a result, the patient plans to undergo surgical intervention on a later date.